Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed for supply bag lines blocked during dwell 5. The patient noticed fluid underneath the cycler and the handle. Treatment was cancelled. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that patient was fine and did no experience adverse events due to the fluid leak. The pdrn stated the patient was already taking antibiotics due to pre-existing condition of peritonitis. The patient did not miss any treatments. The patient performed continuous ambulatory peritoneal dialysis on the day of the event. The set was discarded.